Event description:
The reason for the call was the patient reported about a week or so ago they started getting some pain right around the stimulator in their back. Patient stated no matter what they do, the thing just buzzes/shocks them. Patient mentioned the neurostimulator battery area was real sore all the way around and was going down into their hip and thigh making it hurt. Patient has not had any falls or falls that could have impacted how the implant is sitting in their body. Patient mentioned their they say their doctor yesterday who commented that the stimulator battery seems quite shallow. Patient mentioned their pants rub on the neurostimulator too much and makes it sore so the patient cannot wear belts. Agent inquired about programming adjustment considerations. Patient stated they have not tried turning the stimulation off but they have turned the stimulation up and down which helped improve the issue a bit. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.